Manufacturer narrative:
Follow-up #1 date of submission 10/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data indicated evidence of a voltage drop and a cs 177 low battery warning. A visual inspection of the pump showed that the battery compartment was cracked. The battery cap secured properly to the pump. Current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. The pump case was removed and no evidence of moisture or loose components was observed inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.